Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected rupture of the device. This record relates to right side. Device remains implanted.

Event description:
Healthcare professional reported suspected rupture of the device. This record relates to right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g2, g4

Event description:
It has been determined that the event associated with this complaint did not occur. This record is no longer reportable to FDA and will be un-reported.